Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge in a minicap was dried out. The patient stated it seemed to have had less iodine than normally observed. The patient stated they did not use the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.